Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) on the presenting electrogram (egm). It was noted that past presenting egms had the same appearance from a year prior. Technical services (ts) discussed considering an in office check. This lv lead remains in service. No adverse patient effects were reported.